Event description:
During a survey, an unspecified healthcare worker was asked ¿in your experience using altapore for implantation in place of cortico-cancellous or cancellous allograft or autograft bone, what was the repeat surgery rate at the 12-month follow-up?¿ the clinician responded: ¿6-10%¿ for the attribute: "patients needed repeat surgery" the respondent added the comment ¿resorption, poor healing." These events required surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information could not be obtained. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.